Manufacturer narrative:
(B)(4). Date sent: 12/01/2016. (B)(4). The analysis results found that the el5ml device was returned with no damage in the external components; upon visual inspection, 3 clips were noted to be jammed inside the shaft. The clips were removed in order to perform functional testing. In an attempt to replicate the reported incident, the device was tested for functionality. Upon cycling, the instrument was noted to be empty and the lockout mechanism was found to be non-functional. In order to evaluate the device¿s internal components, the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found damaged causing the lockout mechanism non-functional. No conclusion could be reached as to what may have caused the reported incidents. The jammed clip may have caused the device to not fire the clips properly or at all; however, no conclusion could be reached as to what may have caused the clip jamming. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the product was pulled but wouldn't fire. It seemed to be locked up. It never entered the patient. Case completed with another device of the same product code. There were no patient consequences reported.